Event description:
Disc filter in epidural kit leaks profusely when injecting anesthestic or physician is unable to inject at all. These 2 situations have occurred with more than 20 trays. The leaking occurs around the outer perimeter where clear top and green bottom are supposed to be sealled together. When examining the filter, the clear plastic side was popped into the green plastic.